Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in (B)(6) of 2010, the patient presented with lower back pain. The surgeon diagnosed the patient with scheuermann¿s kyphosis and immediately recommended that he undergo a surgical spinal fusion. The patient underwent spinal fusion surgery. Rhbmp-2/acs was implanted in the patient during the surgery. After the surgery, patient's pain is much more frequent and he is now limited in walking and lifting. Since the surgery, patient has lost flexibility in his back and has difficulty bending or twisting his lower back.